Manufacturer narrative:
This was found to be a duplicate; this complaint is a duplicate of pr(B)(4) reported as MDR 1218950-2018-07495.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device has a battery alarm. The device was reported to be in clinical use, but the information supplied by the initial reporter does not support the device being in use on a patient. No adverse event to patient or user was reported.